Event description:
Another manufacturer's stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. 6.5 months ago. It was reported the patient's right hypogastric was embolized prior to the implantation of the stent graft. This was an emergent case and the aortic neck measured between 20-23mm and had a 5 mm reverse taper with angulation. The stent graft was implanted and it was slightly oversized because it was the only device available in stock. The device moved distally approximately 4 mm post deployment. The final angiogram revealed a small type I proximal endoleak. The stent graft was re-ballooned but the endoleak did not resolve. The physician suspected that there was infolding/pleating of the device. A decision was made to implant an aneurx cuff in attempt to resolve the endoleak and infolding. The aneurx cuff moved distally approximately 4 mm but offered 2-3mm of extension. The devices were re-ballooned but still did not resolve the endoleak. A five day post implant follow-up CT showed the endoleak had resolved. Also visualized was a patent ima that contributed to a type ii endoleak. The decision was made to wait and watch. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (aortic neck was short, angulated and reverse tapered, type 2 endoleak). Caused by another device (another manufacturer's device). Conclusion: another device caused failure (another manufacturer's device). Device failure/lack of effectiveness related to patient condition (aortic neck was short, angulated and reverse tapered, type 2 endoleak).